Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on clinical review of medical records received. The following sections of this report have been updated: corrected a4, corrected b3, additional information added to b5, additional information added to b7, additional information added to h3, additional code added to h6 component code, corrected h6 health effect-clinical code, corrected h6 device codes. Investigation is ongoing.

Event description:
Per clinical review of the medical records received, an echocardiogram 10 years and 6 months post implant showed the 26mm sapien valve to be in good position with thickening of the leaflets and prolapse. There was severe aortic central regurgitation and mild paravalvular leak. There was no stenosis. Approximately 10 years and 8 months post implant, the 26mm sapien valve had become severely degenerated and regurgitant. The medical records stated, "the tavr valve has potentially failed because of leaflet prolapse due to a torn leaflet." The patient had done well until recently when the patient reported experiencing increasing dyspnea and having 4 recent admissions for congestive heart failure. As the patient is inoperable due to having porcelain aorta and chronic wound issues in the chest from previous mastectomies and radiation, it was decided to proceed with a valve in valve procedure with a non-edwards valve approximately 10 years and 9 months post implant of the sapien valve. The patient was discharged after the valve in valve procedure in good condition on post operative day 1.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected d.4 model number, additional codes added to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, corrected h.10 . The sapien valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of valve deterioration and subsequent torn leaflet was confirmed based on medical records. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. In this case, patient has a history of type 2 diabetes and chronic kidney disease which are well-known factors that increase the risk of tissue calcification. Tissue calcification is a known factor that can cause leaflet tear overtime. As such available information suggests patient factors (diabetes, chronic kidney disease) may have contributed to the reported valve deterioration and subsequent torn leaflet. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from an edwards lifesciences field clinical specialist, approximately 10 years and 8 months post implant of a 26mm sapien valve in the native aortic annulus, the patient has aortic prosthetic valve stenosis and was being evaluated for a possible valve in valve procedure with an edwards valve. A CT scan was performed, per the 3mensio report of this study provided by the facility, a motion artifact was noted on the images. The CT scan images provided were reviewed by an edwards physician's proctor to assess the risk of coronary artery occlusion. Per the internal review findings: sapien 26 is normally expanded. The difference between the 26mm sapien and 26mm sapien 3 valve height (4 mm) should be taken in consideration if a valve in valve procedure is performed. During follow up investigation the fcs clarified that the patient will not undergo an edwards valve in valve procedure. Additional information is not available at this time.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv (all models) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Additional information requested regarding this event has not been provided by the facility. With the limited information available, the exact cause of the stenosis cannot be determined. However, it may be related to the mechanisms above and/or progression of the patient's underlying disease processes (history of severe aortic stenosis, radiation induced hypothyroidism, porcelain type aorta with diffuse calcification, coronary artery disease). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. H3 other text : device remains implanted.